Manufacturer narrative:
The field service representative (fsr) verified the reported complaint as the tube clamp would not release often when the knob was turned to insert the hose. The fsr replaced the tube clamp. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump tube clamp would not lock. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.